Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to connect the cartridge tubing to the infusion set tubing. Reportedly, the customer received mismatched supplies from a different distributor. The customer removed the insulin from the cartridge and administered a manual injection. Blood glucose (bg) was 48 mg/dl due to over correcting with the manual injection. Bg was addressed with grape juice. Recommendation was made for the customer to contact a healthcare provider regarding bg.